Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported the physician required the bakri tamponade balloon catheter as treatment to control postpartum hemorrhage. Upon inspection, the outer packaging appeared intact. However, upon opening the inner packaging, a scratch was observed on the balloon. Further examination revealed that the balloon was punctured and unusable. The patient lost 480ml of blood before the device failed, an additional 20ml of blood was lost after the device failed for a total estimated blood loss of 500ml. The procedure was completed by using another new balloon catheter. The device was not handled by or in the proximity of any metal tools. There were no blood transfusions or interventions administered to the patient. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The complaint device was returned to cook for evaluation. Upon visual inspection, the balloon material appeared to have been punctured by another instrument. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, the balloon appeared to have been damaged by another device of unknown origin. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - phone number: (B)(6) g2 - other report source: (B)(6) h3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the physician required the bakri tamponade balloon catheter as treatment to control postpartum hemorrhage. Upon inspection, the outer packaging appeared intact. However, upon opening the inner packaging, a scratch was observed on the balloon. Further examination revealed that the balloon was punctured and unusable. The patient lost 480ml of blood before the device failed, an additional 20ml of blood was lost after the device failed for a total estimated blood loss of 500ml. The procedure was completed by using another new balloon catheter. The device was not handled by or in the proximity of any metal tools. There were no blood transfusions or interventions administered to the patient. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.